Event description:
During conversation with an allen rep, an anesthesiologist from (B)(6) communicated an unspecified, post-operative positioning injury to a patient's face following a lengthy case, in which a c-flex surgical positioner was used. The physician concluded the positioner did not malfunction and the case "with facial injury likely tested the extremes of positioning." The hospital said the product remains in regular use. There will be no return.

Manufacturer narrative:
The reporter said the positioner did not malfunction. The staff did not record the serial number of the unit, and this hospital uses several of these devices. All are said to be good working order. There will be no return for evaluation, the reporter said. No further information about the patient's recovery was made available prior to the completion of this report.